Event description:
During an idiopathic ventricular procedure, it was reported that after a premature ventricular contraction ablation was performed, the physician noticed a pericardial effusion. A stat echo was performed followed by a pericardiocentesis, 700 cubic centimeters were removed from the pericardial space and the patient was stabilized and transferred to the intensive care unit for observation overnight. The physician indicated that the injury was caused by the competitor¿s catheter which perforated the coronary sinus. On (B)(6), received additional information requested from bwi representative stating and confirming that the physician¿s opinion regarding the causality of this event is device related by the competitor¿s catheter.

Manufacturer narrative:
Concomitant bwi products:carto 3 system,us catalog # fg540000,serial # (B)(4). Stockert 70 system,us catalog # s7001,serial # (B)(4). Coolflow pump,us catalog # cfp002,serial # (B)(4). (B)(4).

Manufacturer narrative:
The device was disposed by the customer however, as the lot # was provided, the device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. As one of the involved products reported is from st. Jude medical, this has been notified via mail correspondence on november 1st, 2013 (B)(4).